Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance of greater than 200 ohms. The patient was hospitalized with therapy switched off, and boston scientific technical services was contacted for further review and recommendations. No adverse patient effects were reported.